Event description:
A healthcare professional reported that lens was implanted, then removed at a later date. Patient required vitrectomy and in the sulcus lens unexpectedly. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).